Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files and screen shot of service screen has been sent and analyzed by technical support. The blower failure alarm triggered during start up and blower test shows that the blower voltage (10.44 ) is visible but no blower current. The exact root cause is not determinable. According to technical support, most likely the blower electronics is defective. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has blower failure issue. The customer confirmed that there was no patient associated from this event.